Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. It is unknown if the device was in use, but the customer reported that there was no patient harm.